Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: it was noticed when the trocar was removed that part of blue shield disengaged and fell into patient cavity. The piece was retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available.